Event description:
Edwards received notification from an edwards lifesciences territory manager that during a transfemoral tavr, the stent of a 23mm sapien 3 ultra was bent. As reported, there was no more than normal resistance, even though there is a very calcified area in the right common iliac artery. Upon advancing the s3u valve and commander delivery system, it was noticed that a stent strut on the leading end was protruding out from the valve. When the team tried to retrieve the valve back into 14fr esheath , the sheath began to tear. There was no damage observed prior to that. The system was removed and replaced with a new system. There were no patient issues and successful valve outcome with 2nd s3u 23mm. The perceived root cause was possibly calcification.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: one (1) strut bent at 45 degrees observed at inflow. Post-expanded valve: one (1) bent strut remained near c2 at inflow. The frame was distorted/canted. Multiple struts were exposed through skirt, and it was normal after crimped and used. Leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Flex tip gouges observed were observed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was confirmed through the device evaluation. No potential manufacturing non-conformance were identified. Review of the DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'there was no more than normal resistance, even though there is a very calcified area in the right common iliac artery. Upon advancing the s3u valve, it was noticed that a stent strut on the leading was protruding out from the valve'. Per imagery review, calcification and tortuosity were in the patient's right access vessel. Additionally, flex tip gouges were observed, which indicated excessive manipulation. Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The presence of calcification and tortuosity can create a challenging pathway during delivery system insertion through the sheath, resulting in high resistance and push force. So, if more force was applied to overcome the resistance, it could result in reported bent strut. As such, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.